Manufacturer narrative:
Additional mdrs from this article:3025141-2018-00128: case 1.

Event description:
Patient with fractures of both the radius and ulna was treated with intramedullary nails in the radius and ulna. There was one superficial infection that resolved after the administration of oral antibiotics. Reference: interlocking contoured intramedullary nail fixation for selected diaphyseal fractures of the forearm in adults. Young ho lee, sang ki lee, moon sang chung, goo hyun baek, hyun sik gong and kyung hwan kim. J bone joint surg am. 2008; 90-1891 - 1898.